Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than one hour and no high bleed glucose levels were provided.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the needle to deploy based on what was observed in the download data. Data download showed no timeouts or drive stalls during run time that would offset the completion of first priming. The first priming was completed at (B)(4) pulses, and the pod was deactivated at (B)(4) pulses. The pulse count is within the expected range for first priming, with needle deployment to follow within (B)(4) pulses after the completion of first priming. The pod was deactivated directly after the first priming had completed. The device was reset, connected to a pdm, and delivered a 5-unit bolus with no issue and the needle deployed.